Event description:
It is reported that the patient's insulin pump is displaying a button error. Patient's blood glucose level is 374mg/dl. Trouble shooting is conducted and found water damage. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on electronics. Insulin pump had moisture damage on electronics. Insulin pump had a cracked display window corner and cracked reservoir tube lip.